Event description:
It was reported that allegedly the mul-t-blanket was leaking during use with a patient. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This issue could not be confirmed as the customer did not make the blanket available for investigation.

Event description:
It was reported that allegedly the mul-t-blanket was leaking during use with a patient. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.